Event description:
It was reported that patient underwent total hip arthroplasty in 2005. Subsequently, patient was revised in 2009 to remove and replace the liner and head component. The liner showed evidence of wear.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Date of event - revision occurred in 2009, exact day unknown. Date implanted - primary surgery took place in 2005, exact day unknown. Date explanted - 2009, exact day unknown. Evaluation of the returned component found evidence that the inner diameter of the liner had two distinct wear regions. This suggests that the area where the head contacted the liner may have shifted as a result of creep. The locations of the wear regions suggest that the head may have been loading against a portion of the face changing liner that was unsupported. On the high side of the face changing rim, a portion of the rim was fractured. The portion of the rim that was separated from the acetabular liner showed evidence of subsurface cracking, delamination, and white banding. These three features are consistent with oxidation of the polyethylene. There is more evidence of subsurface cracking and delamination on the rim of the liner and in a portion of the liner ID. This report filed september 28, 2009.